Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was between 180 to 190 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer stated that when he removed the sensor, he noted blood in the cannula, as well as at the insertion site. He stated that he changed the sensor. Nothing further reported.